Manufacturer narrative:
(B)(4). This customer reported a failure to discharge during a pt event. The involved pt died but the customer has stated that the device was not a factor in the pt outcome as the pt had a non-shockable rhythm. The device was returned to philips and the reported symptom was verified. There was an incomplete electrical connection between the therapy port and cable. We are unable to determine the cause of the reported symptom as more than one part was replaced.

Event description:
This customer reported a failure to discharge during a pt event.